Event description:
It was reported that the procedure was being performed in the intensive care unit. The physician reported that when she went to remove the guide wire there was resistance. She pulled the wire and it unraveled and separated. The catheter and wire were removed. She also had to remove the remaining pieces of wire that had unraveled. They dod not know if there was a delay in treatment. There was no pt death or complications reported.

Manufacturer narrative:
(B)(4).